Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported the patient was to have a magnetic resonance imaging (MRI) of the brain on (B)(6) 2014 and compatibility guidelines were requested; however it was noted the MRI was not related to the device or therapy. The patient had been getting severe headaches, which started 2-3 weeks prior to the MRI. The patient had a refill appointment scheduled for (B)(6) 2014. The pump was being used to deliver bupivacaine and morphine. Additional information received reported the cause of the event was a spinal headache and the patient experienced headaches with sitting and standing. Interventions included a blood patch and the patient recovered without permanent impairment. If additional information is received, a follow-up report will be sent.